Event description:
The customer reported that the device locked up during op check and experienced a pacer equipment malfunction.

Manufacturer narrative:
The customer reported that the device locked up during op check and experienced a pacer equipment malfunction. The device was evaluated at philips and the reported symptoms were duplicated. Multiple parts were replaced to resolve the issues, including the internal data card and the software, which was reloaded. We cannot determine conclusively which part failed.